Event description:
It was reported that following an ablation procedure the physician had difficulty interrogating the leadless implantable pulse generator (ipg). Prior to the procedure (ablation) the interrogation of the device went well without any difficulties. The physician tried several different locations with the header without any success, changed the programmer, and finally succeeded with the interrogation. It was noted that in addition to a rotated position of the device there were two additional factors contributing to the difficulty, high bmi (body mass index) and possible electromagnetic interference (emi) factor as well. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.